Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2010.according to the complainant, the patient experienced vaginal pain, stress urinary incontinence, with additional non-stress incontinence and dyspareunia.all other information, including the patient's current condition, is unknown and reportedly unavailable.